Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sitting. The patient was subsequently admitted to the hospital and isometric maneuvers were performed in order to reproduce the noise, however, it was not reproducible. The device was reprogrammed and the patient discharged from the hospital the following day. Technical services (ts) discussed the event with the health care professional (hcp) and recommended to check the system placement. The hcp was evaluating full system placement in any case noise is reproduced, however, the final decision has not been taken. The s-ICD system remains in service. No additional adverse patient effects were reported.